Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia on (B)(6) 2024. The patient's blood glucose level reached 26 mmol/l (468 mg/dl) with ketones present. It was noted that the cannula potentially dislodged from the site and there were issues with downloading the glooko information. Details regarding treatment was not provided. At the hospital the patient was able to activate a new pod.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.